Event description:
The customer reported that following a diagnostic procedure on may 24, 1999, a size 6 vasoseal vhd collagen plug was deployed in the patient. A CT scan was performed on the patient which revealed the vasoseal sheath in the subcutaneous tissue of the patient's groin. A surgeon was consulted and the patient was taken to surgery for removal of the vasoseal vhd sheath on may 25, 1999. No further complications were reported.